Manufacturer narrative:
Describe event or problem updated.

Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the user is unable to plug the 3-lead electrocardiogram (ECG) cable into the device. There was no reported patient involvement at the time of the event, therefore no report or allegation of harm associated with this complaint.

Event description:
It was reported to philips that the 3-lead ECG cable is unable to plug into device. No patient harm or injury has been reported.